Event description:
The user facility reported that when this product was being advanced into a blood vessel, the guide wire being used in conjunction with the product became stuck. We tried to fix the guide wire and remove the product, but it came out together. So, when he slowly removed the product, the tip grew. The product was replaced, and the procedure continued.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Observation during the cleaning of zizai (also referred to as the involved device) and combination guidewire were returned to tcsc. When observing the involved device condition at the arrival, the combination guidewire had been inserted into zizai. Multiple bellows-shape deformations were observed. When grasping the proximal side of the combination guidewire for cleaning the involved device and attempting to remove it, there was resistance, and it could not be removed. For this reason, the device involved could not be cleaned normally. Visual inspection when observing the appearance of the device, bellows-shape deformations were observed at locations of 3.0 cm to 5.0 cm, 15.5 cm to 17.0 cm, 20.0 cm to 22.0 cm, 36.0 cm to 38.0 cm, and 40.0 cm to 43.5 cm from the distal tip. In addition, coil disturbances were observed in the marker part. Near the tip of the protective tube, there was a twisted deformation. The dimension measurement of the outer diameter of the device involved was measured to inspect for the following possibilities. The total length was measured to assess any elongation in the device. The outer diameter was checked for abnormalities that could cause the guidewire to become stuck. As a result, the total length of the device involved was longer than our standard value. The outer diameters (short diameters) of the distal and proximal parts of the involved device are outside our standard values, and it was found that the outer diameters are smaller due to elongation and deformation. In addition, the deformations in the device involved are also outside our standard values, and the outer diameters (short diameters) are smaller. The shaft part that was not deformed was within our standard values, and no abnormalities were observed. An inspection of manufacturing records was conducted. In our company, we perform visual inspections, dimension measurements, and other checks by sampling each production lot. Additionally, we conduct visual inspections of all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of lot 230203250, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the deformation or elongation in the catheter. The device involved was returned with the combination guidewire set. When grasping the proximal side of the combination guidewire for cleaning the involved device and attempting to remove it, there was resistance, and it could not be removed. For this reason, the device involved could not be cleaned normally. When observing the appearance of the involved device, bellows-shape deformations were observed in multiple places. There were also deformations that looked stretched and twisted. As a result of the dimension measurement, the total length of the device involved was longer than our standard value. The outer diameters (short diameters) of the distal and proximal parts of the involved device are outside our standard values, and it was found that the outer diameters are smaller due to elongation and deformation. In addition, the deformations in the device involved are also outside our standard values, and the outer diameters (short diameters) are smaller. For this reason, it was considered that the stuck of the combination guidewire that occurred in the involved device may have been caused by the narrowing of the inner diameter due to the elongation and deformation of the involved device. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities that could cause the deformation or elongation in the catheter. From this, it was considered that the deformations of the catheter that occurred in the device involved may have been caused by use after shipment from our company. In addition, it was considered that the elongation of the catheter that occurred in the involved device may have been caused by the operation of the catheter in a state of getting stuck.